Manufacturer narrative:
The nurse reported that the unit is showing a comm loss error on the bedside and on the cns sector. The nurse states that they can still see the waveforms on the beside monitor but just the comm loss error on the cns monitoring the bedside. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The nurse reported that the unit is showing a comm loss error on the bedside and on the cns sector. The nurse states that they can still see the waveforms on the beside monitor but just the comm loss error on the cns monitoring the bedside. No patient harm was reported.